Event description:
Reporter stated that caller from facility reported that total delivered weight reading is too low. She has been attempting to correct this problem for about a month by cutting the tubing of the weighing chamber to put tension on the load cell. Reporter told her this is not proper technique and to call product services whenever there was a suspected or actual problem with the unit. The unit could not be calibrated when reporter talked the caller through the proper procedure. The user was advised not to alter sets and to not use the unit, which was sent to product services for evaluation. This unit is used for laboratory purposes only, so there was no pt involvement.